Manufacturer narrative:
Information contained in this report was previously submitted via psr on 23/jan/2012, 23/apr/2013, 19/oct/2015, and 21/jan/2016. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of pain, visibility/palpability, capsular contracture, and breast lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are moderate pain in the left breast, capsular contracture, baker grade IV, "hardening of the breast," "hard knots or lumps", and rupture.

Event description:
Patient reported "moderate" pain in the left breast and breast feel/look ¿firm and looks abnormal due to capsular contracture,¿ baker grade iii. Patient additionally reported experiencing a sided unspecified "hardening of the breast" and ¿hard knots or lumps surrounding the implant or in the armpit.¿ healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device remains implanted.